Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the capd disconnect y set leaked from the connecting point with the transfer set during draining. No patient injury or medical intervention was reported. No additional information is available.